Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately compared to four other devices as well as compared to a calibrated laboratory device. The subject device was compared to these other devices on 45 occasions with results varying from "76mg/dl" to "316mg/dl" on the subject meter, "76mg/dl" to "327mg/dl" on the competitor meters and "76mg/dl" to "321mg/dl" on the calibrated laboratory device. These tests were all performed on the same day, but an unspecified period of time from one another. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include information that was not sent in the previous supplemental. The lay user/patients test strips have been also been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.